Manufacturer narrative:
J benbu med coll from july 2013 / vol. 38 / no. 7. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A literature report stated that during a surgery, multiple patients experienced a posterior capsular rupture. Additional information has been requested but none has been received.